Manufacturer narrative:
(B)(4).

Event description:
It was reported that the warm up restarted during warm up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. In addition, a transmitter error was found in connection to the reported allegation. The reported event of a warm up restart during warmup is reportable based on the finding of a transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability- additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem and evaluation codes - additional.

Event description:
Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause could not be determined via product.